Event description:
It was reported that suture placement was attempted in the common femoral artery using the preclose technique prior to an endovascular aortic repair (evar). The arteriotomy was 6fr and during the evar procedure the sheath was upsized to a 22fr sheath. A femoral angiogram was not taken prior to the procedure. Reportedly, the device was inserted; however when the lever was pulled back and the suture limb was pulled out, the knot was found not forming. A second proglide was used to complete the procedure. There was no patient involvement. The physician is reported to be trained in the use of the proglide and established in the pre-close technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Based on the evidence found on the returned device, the posterior cuff was missed and the reported experience was not confirmed. Based on the visual inspection and performance verification on the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).